Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was unable to communicate with the hospital CT there was a connection failure. No patient was present at the time of the event. Additional information was received stating that the original description provided by the site was not accurate. The site was unable to load the images taken from the CT from a cd. Troubleshooting was done and they tried loading images from a cd. Probable cause was that the cd had the wrong image format for them to be stored on the cd. A diagnostic visit was performed, the site advised to use different image reading protocol, to correct the image protocol on the CT scanner or use digital intercommunication of medicine (dicom) qr electronic picture archiving and communication systems (pacs) image transfer feature available on the device.

Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: product ID: 9733467, lot/serial/version #: 2.3, the software team investigated the reported issue. Based on the information provided in the case description, the software was f unctioning as designed. D14 b01 c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.